Manufacturer narrative:
This report is being supplemented to correct the model number of the device. Please see updates to d1 and d4.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the suggested event occurred by the following: - the user operated suction with opening space of the scope distal end being close to mucosal surface, and mucosa was sucked in the cover. The scope was moved under that condition, as a result mucosa was injured by edge of the cover. - the cover was moved immediately after suctioning (mucosa remained sucked in the cover). As a result, mucosa was injured. However, the root cause of the event could not be identified. The event can be detected/prevented by following the instructions for use which state: [important information ¿ please read before use: examples of inappropriate handling] olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
The customer reported that during an endoscopic retrograde cholangiopancreatography procedure, while using the evis exera ii duodenovideoscope, mucosal tissue of approximately 2 to 3 centimeters in length by 3 millimeters in width was noted on the single use distal cover. The doctor proceeded with verification of the tissue through esophagogastroduodenoscopy. A superficial breach was found and treated with hemostatic endoclip at the esophago-gastric passage. There was no further harm or user injury reported due to the event. The device was disposed by the customer. Case with patient identifier (B)(6) reports the single use distal cover.

Manufacturer narrative:
This supplemental report is being submitted to provide an additional h6 hecc code for laceration.